Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard drive was replaced and the system software was reloaded. The system was then found to be operating as intended.

Event description:
The customer reported that the hard drive had failed and the system would not boot up. There is no report of pt injury associated with this event.